Manufacturer narrative:
The device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, as of the date of the medical investigation, the requested clinical documentation including the operative report had not been provided; therefore, there were no clinical factors found which would have definitively contributed to the reported adverse events. According to the report, the patient underwent a revision surgery to address this adverse event. The report stated that the surgeon removed a size 3-4, 11mm legion primary dished insert and implanted a size 3-4, 13mm dished insert and patient instability was much better. However, the surgeon elected not to remove the femur and proceed with a ps or revision style femur and insert. The impact to the patient was the reported painful unstable knee and the revision. Since the patient¿s current health is satisfactory, no further clinical/medical assessment is warranted at this time. Should any additional relevant medical information be provided, this case would be re-assessed. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for knee systems revealed that postoperative patient care and directions and warnings to patients by physicians are extremely important. Protected weight bearing with external support is recommended for a period of time to allow healing. Normal daily activity may be resumed at the physician¿s direction. Also, warnings and precautions states that the patient should be warned of surgical risks, and made aware of possible adverse effects. Besides, possible adverse effects section states that temporary or permanent nerve damage can result in pain or numbness of the affected limb. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include traumatic injury, joint tightness and/or patient condition. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that, after a tka had been performed on an unknown date, the patient complained of a painful knee. Clinically she was slightly unstable. A revision surgery was performed on (B)(6) 2024 to address this adverse event. Surgeon removed a sz 3-4, 11mm legion primary dished insert and implanted a sz 3-4, 13mm dished insert and patient instability was much better. Surgeon elected not to remove the femur and proceed with a ps or revision style femur and insert. Current health status of patient is satisfactory.